Manufacturer narrative:
Qn# (B)(4).the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: although the led indicator light is green, the needle could not be drilled into the bone.

Event description:
Reported issue: although the led indicator light is green, the needle could not be drilled into the bone. Additional information received 04-may-2023 indicates the patient current condition is deceased. The patient condition prior to the procedure was reported as "cardic arrest". Io access was attempted at the proximal tibia. Multiple attempts were made to clarify the details of the event, specifically further patient information; however, nothing was received at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pulled, the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU. This functional test is used to determine whether the returned device still has the capability to power a 45mm ezio needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (102 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch while applying approximately 8 lbs. Of force on a weight scale. Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. The driver successfully negotiated both the medium and hard saw bone insertion testing. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.79 dc volts without being activated. Battery voltage measured as 13.64 dc volts when button was activated and voltage reached a stable level. The measured voltage is slightly lower than the nominal specification of 18.2v for the battery pack upon release. This is expected after device use. The eeprom was parsed and the results reveal the charge count was 3,403,391 and the cycle count was 326. The cycle count of 326 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The eeprom results confirm that the battery is not depleted as the charge count has not exceeded the maximum depletion value of 15,300,000 per ver0190 accel biotech firmware verification test report. Additionally, 3 stall conditions were recorded. The ez-io needle IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." Testing confirms that there was no fault found with the returned driver. A copy of the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Two ifus will be referenced for this investigation. The ez-io driver IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining". The ez-io needle IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2016 and is approximately 6.5 years old. The complaint cannot be confirmed. Functional testing revealed no fault found with this driver as the device was able to negotiate both the medium and hard saw bones during insertion testing. No defects or anomalies were observed with the returned driver. The eeprom results confirm that the battery is not depleted as the charge count has not exceeded the maximum depletion value of 15,300,000 per ver0190 accel biotech firmware verification test report. Additionally, 3 stall conditions were recorded. The ez-io needle IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A device history record review was performed and no recorded results of manufacturing issues or anomalies were reported. Teleflex will continue to monitor and trend on complaints of this nature.